Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low yield with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to low yield was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1092363. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that approximately 200 low yield/oil gel globules were found in a bd vacutainer® cpt¿ cell preparation tube with sodium citrate during use. The following information was provided by the initial reporter: it was reported that the gel plug flakes when trying to mix and pipet off the pbmcs and there's low cell yields. We¿re finding that the gel plug flakes when trying to mix and pipet off the pbmcs and we¿re also getting low cell yields.